Manufacturer narrative:
November 24, 2015 11:35 am (gmt-5:00) added by (B)(6): many different parameters contribute to thrombosis and to thromboembolic events. For example the following parameters are known to have an influence on thromboembolic events in general: duration of the surgical procedure, patient disease, health status of the patient (concomitant morbidity), patient positioning in general (supine position against prone position), weight and age of the patient, prophylactic antithrombotic measures (e.g. Medication, surgical stocking). Thromboembolic events are known to occur in all kinds of surgery without one or several clearly identified risk factor(s). Therefore an informed consent without mentioning that such an event may occur is regarded to be incomplete. However, several tests with the affected adjustable positioning elements 1007.28a0 were performed to determine whether also the device itself could have played a role. Measuring the venous backflow by doppler sonography, performed by two medical experts from outside, of different persons positioned on the adjustable positioning device revealed that the hip elements negatively affect the venous backflow under certain conditions and therefore may be considered as a contributing factor to thromboembolic events.

Event description:
According to the hospital a thromboembolic event happened during a spine surgery (posterior spinal decompression) using the maquet universal frame 1007.24a0 together with the adjustable positioning elements 1007.28a0. The duration of the procedure was about 4 hours and 45 minutes. According to the hospital the patient died. There is no evidence available that the death was caused by a thromboembolic event. The hospital did not claim that the device contributed to the incident. (B)(4).